Event description:
It was reported that t:slim x2 pump battery would not charge, and pump did not recognize charging connection despite use of different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to try charging with a working outlet and alternate equipment without success, planned to contact healthcare provider for backup insulin therapy, and was provided a replacement pump with instructions to transfer pump settings, reconnect continuous glucose monitor, allow battery of problematic pump to fully deplete, and return it using prepaid label.